Manufacturer narrative:
Incorrect patella was implanted during total knee replacement surgery. There was no reported adverse impact to the patient. Review of the device history record for the patella lot indicates that all patella were properly identified and all labeling requirements were met.

Event description:
Incorrect patella was implanted during total knee replacement surgery.